Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has a problem with some of her quick sets leaking. Customer had previously experienced high blood glucose levels that were likely due to these issues. Customer stated that the adhesive patch is completely soaked and running down the side. The top of the center piece on the quick set site portion appears to be where the leak is coming from. Customer stated that the quick set has been on for less than 30 minutes. Customer is able to change the infusion set. Customer stated that the insulin pump was not dropped with the set in place. Customer stated that his blood glucose has been running in the 500's mg/dl and he has basically not eaten. Customer stated that there is no reason for his blood glucose level to be that high. Customer stated that he woke up to a blood glucose level of 501 mg/dl this morning. Customer declined troubleshooting at this time and will try the sets from a different lot.